Manufacturer narrative:
The operator of a dimension exl with loci module (lm) and sample transfer module (stm) instrument contacted siemens to report that sparks were observed while performing maintenance on the air manifold and heat torch. The siemens customer care center advised the customer to power off the instrument before proceeding. Siemens headquarters support center reviewed the available information and concludes that the operator did not turn off power to instrument before starting the maintenance activities as described in the operator's manual. The cause of the observed sparks was a use error. The instrument is performing within specifications. No further evaluation of the instrument is needed.

Event description:
Two sparks were observed by the operator of a dimension exl with loci module (lm) and sample transfer module (stm) instrument while performing maintenance on the air manifold and heat torch. There are no known reports of patient intervention or adverse health consequences due to the observed sparks.